Event description:
It was reported that during a da vinci-assisted surgical procedure that the mega needle driver instrument was found to have a cable that was "out of order". The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the suspected cable was found to be broken.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.